Event description:
It was reported air embolism occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and a pulse field ablation (pfa) were being performed under intracardiac echocardiogram (ice) imaging. The pfa was performed first, with normal steps followed. The radiofrequency pigtail wire was placed in the faradrive (fd) sheath, then fd removed, and watchman double curve access system (was) inserted over the rf pigtail wire. The rf pigtail wire was floated into the left atrium, and a contrast shot taken. A 24mm watchman flx pro closure device and delivery system (was) was prepped with no air in the device noted. The wds was inserted, advanced, and deployed then bubbles were immediately noted behind the device. The closure device was implanted. There were no changes in hemodynamics, and the procedure was concluded. The patient woke up alert and oriented in all four aspects (person, place, time and event) and planned to be discharged same day. It was further reported that no interventions were taken in response to the event. The patient was discharged the same day of the index procedure.

Manufacturer narrative:
B5: information added.

Event description:
It was reported air embolism occurred. A concomitant procedure where a left atrial appendage (laa) closure procedure and a pulse field ablation (pfa) were being performed under intracardiac echocardiogram (ice) imaging. The pfa was performed first, with normal steps followed. The radiofrequency pigtail wire was placed in the faradrive (fd) sheath, then fd removed, and watchman double curve access system (was) inserted over the rf pigtail wire. The rf pigtail wire was floated into the left atrium, and a contrast shot taken. A 24mm watchman flx pro closure device and delivery system (was) was prepped with no air in the device noted. The wds was inserted, advanced, and deployed then bubbles were immediately noted behind the device. The closure device was implanted. There were no changes in hemodynamics, and the procedure was concluded. The patient woke up alert and oriented in all four aspects (person, place, time and event) and planned to be discharged same day.